Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing high blood glucose levels despite blousing via the pump. The customer's healthcare provider advised the customer to revert to insulin injections to manage diabetes until confirmation that the pump was operating properly. Tandem technical support contacted the customer and the customer reported that the pump was "fine". The customer declined to provide additional information regarding the reported high bg and declined tandem technical support's assistance.